Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Upon examination of the delivery catheter the physician noticed that there was an imperfection on the catheter. The physician cut the imperfection off and implanted the stent graft in the pt without issue. The device was returned for eval and its analysis is pending. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: (pending device analysis).